Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18318839 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Updated missing info in section h4. Device manufacturer date.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of product ¿vascular closure device 7f¿ was received. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted; the device is blood saturated. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. A review of the manufacturing documentation associated with lot 18318839 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as it was received with the lever fully depressed and the device fully deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.